Event description:
Patient reported right side "capsular contracture baker grade IV," "severe pain," "hard," and "nipple is beginning to go in." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell, part of the shell is missing, crease flat, opening. A microscopic analysis was performed which identify a striated edge opening. Based on the device analysis the final assessment is: a striated edge opening on radius side assessed as surgical damage. A striated edge broken on radius side assessed as surgical damage. Missing shell assessed as inconclusive.

Event description:
Patient additionally reported right side rupture. Healthcare professional confirmed right side rupture and capsular contracture baker grade IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Patient additionally reported right side rupture. Healthcare professional confirmed right side rupture and capsular contracture baker grade IV.